Event description:
The following was reported to hamilton medical ag: flow sensor, expiratory value, pressure. Leak tests are not passed. Failure occurs during the general check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).